Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that during replacement from a primary cell to a rechargeable stimulator the extension could not insert completely in the header. There were some kind of resistance, the proximal contact could be visually detected through the header and was not overlapping the contact in the header. They tried 3 times. Impedance testing showed over 40k ohms for both sides, only contact 0 and contact 8 showed about 1k ohm. Impedance testing with 355531 and ins showed values between 1k ohm and 2.5k ohm. Connecting the old stimulator showed normal values for 0-3 about 2k ohm and 4k ohm. For 8-11 only number 11 contact showed about 15k ohm. After replacement only contact number 11 showed >40k ohm. No injury was noted. Actions involved replacement. Pt outcome was ok.